Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The file indicated the use of a cartridge, a handpiece and an unapproved viscoelastic. Product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon stating the event has resolved upon exchanging the lens. The surgeon reports observing posterior capsular opacification approximately two months following the lens exchange.

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a lens needed to be repositioned. Upon the lens going out of place again, the surgeon exchanged the lens. Additional information was requested.